Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the sample pipette to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneously low results for multiple analytes on the au680 clinical chemistry analyzer. The low results were not reported outside the laboratory. There was no change to patient treatment in association with this event.